Event description:
Reportedly, this device was explanted after 67 months due to dyspnea.

Manufacturer narrative:
Evaluation summary- extensive calcification is present in all three leaflets. Leaflet three exhibits heavier calcification; most of its cusp area is calcified which significantly reduced the mobility in the leaflet. Calcification also restricted mobility in the other leaflets. The calcification led to stenosis and the incomplete coaptation. Host tissue is moderate and is evident on the stent outflow. It fused the free margins of leaflets 1 and leaflet 2 at commissure 1 by 3mm. Host tissue encroached onto the tissue and into the orifice by 4mm at the inflow aspect. Hematoma is evident in the cusp area of leaflet 1 and leaflet 2 at the outflow aspect. The x-ray demonstrates calcification, wireform to band separation and stent distortion. No action will be taken in regards to this report as host tissue overgrowth and calcification area patient related issues. We will continue to monitor for trend.